Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the patient expired when connected to the device. The patient had congenital malformation of the heart and down syndrome. The patient was also on a ventilator. The customer requested for trend data download between 5-10 am on (B)(6) 2016.